Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 3 weeks post implant, perforation was observed. When repositioning was unsuccessful the lead was explanted and replaced. The lead will not be returned.